Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., is similar to a device sold in the u.s.

Event description:
It was reported that during preparation of a 3.0 x 28 mm absorb delivery system, there was resistance removing the dual layer protective sheath and it could not be removed. It was observed that the shaft was separated. The device was not used. The procedure was completed by implanting two smaller absorb scaffolds. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The difficulty removing the protective sheath could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a conclusive cause for the reported difficulty removing the protective sheath could not be determined; however the separation appears to be related to circumstances of the procedure. There is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.